Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the patient experiencing a drop in oxygen levels while using the phasitron device, this incident is deemed reportable. The user stated the phasitron was not generating enough pressure and therefore, the patient experienced a drop in oxygen while transferring to another option. The phasitron was received back and investigated internally with the same parent device. It was determined through testing that the phasitron device does not work efficiently and as intended if not attached to the parent device correctly. It can be assumed that the end user attached the phasitron incorrectly, and therefore, the device failed to perform as intended. The instructions for use details how to attach the phasitron to the parent device. At this time no additional information has been provided on the patient or incident. If any additional information is received, a follow up MDR will be filed.

Event description:
Per the complaint, enough pressure was unable to be generated through the phasitron device. The patient experienced mild desat (drop in oxygen levels) when the customer was attempting to transition to another phasitron.